Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip deployed and released onto the target site; however, a clear plastic wrapping was attached to the clips proximal end. Reportedly, the plastic fragment had the appearance of having originated from the outer sheath. The physician removed the clear plastic with forceps. The case, which was delayed 20 to 30 minutes due to this event, was able to be completed using this resolution clip. Additionally, prior to use, the nurse inspected the device and observed no anomalies. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient information is unknown, however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The device has been received for analysis, however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip deployed and released onto the target site; however, a clear plastic wrapping was attached to the clips proximal end. Reportedly, the plastic fragment had the appearance of having originated from the outer sheath. The physician removed the clear plastic with forceps. The case, which was delayed 20 to 30 minutes due to this event, was able to be completed using this resolution clip. Additionally, prior to use, the nurse inspected the device and observed no anomalies. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination found that only part of the outersheath was returned for evaluation. The returned section of oversheath was cut and a tear was present near one end. Additionally, the oversheath was visibly kinked. The reported event of a "clear plastic wrapping was stuck to the proximal end of the clip" was not able to be confirmed as the clip assembly was not returned for analysis. However, the damage observed to the returned section of oversheath may have contributed to the event as reported. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A labeling review was performed and no anomaly was found.